Event description:
A customer reported that their AED would not power on; however, when tested with a spare battery pack, the AED powered on but did not speak. They reported this did not occur during patient use.

Manufacturer narrative:
Although requested, the AED has not been returned and the cause of the complaint is not known.

Manufacturer narrative:
The device was evaluated and found to have corrosion on an internal circuit board, which prevented the device from powering on. The corrosion was likely caused by storage outside the environmental conditions specified in the device's instructions for use.